Event description:
A cgm error 42 was reported by the customer. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.